Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin is not delivered properly. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump unable to test bolus and basal delivery due to prime and fill anomaly. Insulin pump had minor scratches on display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.